Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test, flow transducer test, safety valve test and patient circuit test during pre-use check. Moreover, the air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported ventilator was investigated on-site by the distributor's field service engineer (fse). The issue was reproduced during troubleshooting. The fse found traces of water inside the filter's chamber of the air gas module. The device was repaired by replacing the air gas module. The air gas module regulate the inspiratory gas flow and gas mixture. Water in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The conclusion is that the device did not fail to meet its specification, as the most probable source of water in the air gas module is a contaminated air gas from the hospital's external compressor. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.